Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause of the incomplete clip remains unknown as engineering was unable to recreate the customer's experience. Applied medical's instruction for use (IFU) state, "with full visualization of the ligation site, actuate the ratcheting direct drive clip applier jaws by pulled the trigger to the handle." All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "the clips are not fully closed."patient status ok.